Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Visual evaluation: device photograph(s) for the device related to the reported event of rupture was reviewed on 21-july-2020. Visual analysis of the photographs identified: device is seen ruptured. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.